Manufacturer narrative:
The customer returned the suspected product. The returned meter was tested with the returned test strips and in-house contour next test strips from the same lot (8cj3d03b), which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 170 mg/dl and lo (indicative of below 10 mg/dl) at 5:57 a.m. And 6:00 a.m. Respectively on a contour meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return test strips for evaluation. Replacement meter and test strips were sent to the customer.